Event description:
When the box of depuy cement was opened everything seemed intact. The scrub tech opened the peel pack of powder onto the table. The inner pack had a hole in it. The sides were not sealed and powder spilled onto the table. The package was removed from the table and a new table cover was placed on the table. A new box of cement was opened for the procedure. Over the next few days, a total of six boxes of cement were identified with the same problem and all were returned to the manufacturer for evaluation. All were from the same lot#. Multiple boxes of cement were found before patient was involved.what was the original intended procedure?ortho case.